Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7114861/7114942.

Event description:
It was reported that patients were not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted that patient feel discomfort at the battery site. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return as it was disposed at the facility.